Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed by greatbatch medical. A process review was performed and no discrepancies were found. The distributor (smith & nephew) performed a visual inspection and noted that the impactor failed as a result of weld failure. Smith & nephew also noted that it was likely due to fatigue loading of the weld joint cause by repeated impacts. No further investigation required. (B)(4).

Event description:
It was reported during an unknown patient procedure that the welding on the instrument was beginning to crack. No adverse events reported.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.